Event description:
The patient reportedly experienced a staph aureus biofilm formation around implant. Electrodes left behind in cochlea were severed at surgery. Advanced bionics was made aware that the patient's device was explanted without re-implantation.